Event description:
It was reported that the patient presented for implantable cardioverter defibrillator (ICD) implant procedure. During the procedure, it was found that the lead could not fully be screwed into the header port. The ICD was not used and the procedure was completed using an alternate device on (B)(6) 2023. There were no patient consequences.